Manufacturer narrative:
Since the original report was filed, the investigation into the access site bleed has completed. The bleed was due to patient condition. The medical center's report was that due to body habitus the re-positioning sheath was not long enough for the patient. The patient panus was an issue, as was the depth to the arteriotomy. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the access site bleeding and hematoma is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
A patient with shortness of breath and cardiomyopathy had an impella cp placed for hemodynamic support. The cp was placed via the femoral artery through a very deep tissue track and much adipose tissue. After the team placed the 14fr sheath for impella placement, an access site a hematoma developed. Vascular surgery was consulted, and the pump was explanted and replaced. Additionally blood products were infused due to the bleed and hematoma.